Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. At the time of call, patient's smart device was connected. Dexcom representative advised patient to close out of applications and reset smart device. No additional patient or event information is available.